Event description:
Info received indicates, the hi/low function is drifting down.

Manufacturer narrative:
The tech found grease migrated from the drive screw to the hi/low drive brake drum. He cleaned the brake drum to repair the bed.